Event description:
Pt's caregiver did not allow pump to fully turn on before attaching a new tpn administration cassette in 2008. New parameters were not reset. Consequently, the pump completed the previous tpn bag's infusion volume and then went into a kvo mode. Caregiver unaware. Home care rn visited the pt at home the next day as a scheduled visit. She noted the tpn bag was still somewhat full. She noted the pt to be a little dehydrated and, along with a physician's concurrence, decided to send the pt to the hosp for fluids. The nurse and physician agreed to start a new bag of tpn so that pt would be receiving fluids while being transported to the hosp. At that time, the rn noted the pump indicated an infused amount indicative of a kvo rate. The nurse attached the new tpn bag cassette and reset the values as prompted by the pump. The pt was sent to the hosp by ems squad because of a lack of caregiver transportation. Rn indicated the pt was not in distress prior to the squad's departure. Upon hosp arrival, the pt was in distress and subsequent resuscitation efforts were futile. The pump was confiscated by the coroner. Several days later, the pump's internal event log was checked and the operator's previous day error noted.